Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of being hospitalized in (B)(6) 2016 for blood glucose of 337 to 563mg/dl. Customer treated with a bolus. Troubleshooting was previously done for customer in an earlier call and customer declined further troubleshooting.